Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose was 450 mg/dl. It was also found the paramedics were called to treat their high blood glucose. Customer had treated their blood glucose with a manual injection. Troubleshooting found the customer's time was off by five minutes. Customer's blood glucose was 231 mg/dl at the time of the call. The customer also reported discrepancies between their sensor glucose and blood glucose readings. No additional information provided.